Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin would not stop flowing through infusion set tubing during fill tubing process. There was no reported impact to customer's blood glucose. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.